Event description:
It was reported that on (B)(6) 2012, the patient underwent an endovascular emergency procedure for an acutely symptomatic abdominal aortic aneurysm treated with gore® excluder® aaa endoprostheses. On (B)(6) 2017, the gore aortic main body migrated distally. During an endovascular reintervention a medtronic cuff and endoanchors were placed to re-achieve a seal. (Reported with nca reference number (B)(4); gore reference number (B)(4). On (B)(6) 2023, the patient presented with a contained aneurysm rupture. The gore aortic main body had partially dislocated from the medtronic cuff resulting in a significant type iiia endoleak. It was reported that the right side of the medtronic cuff retains contact inside the gore aortic main body, but the left side has detached. This appears to be due to some kind of force/stress occurring at an angulation point in the aorta. Reportedly the medtronic cuff has not moved due to the endoanchors. During an endovascular reintervention two gore® excluder® aaa endoprostheses (pla360400 devices) were successfully implanted to bridge the gap between gore aortic main body and medtronic cuff and re-achieve seal. Reportedly final imaging showed no endoleaks and good blood flow.

Manufacturer narrative:
Cause investigation and conclusion. Additional information to the event, anatomical conditions, device information, and dicom imaging series for evaluation have been requested from the physician. The provided answers are captured in sections 2 and 3. A unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. Neither clinical images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. Based on the event description and the subsequent investigation, no further information was provided to gore, therefore we are unable to determine the cause of this incident and assign a root cause. No potential new or different reasonably foreseeable risks related to the device or its use were identified based on this event. Ongoing risk/benefit assessment affirms risk acceptability based on current performance. No corrective measures are needed as a result of this event. Gore will continue to monitor post-market data closely to ensure that the risk assessment remains accurate. It was reported that the gore aortic main body had partially dislocated from the medtronic cuff resulting in a significant type iiia endoleak because the right side of the medtronic cuff retained contact inside the gore aortic main body, but the left side detached. Reportedly this appears to be due to some kind of force/stress occurring at an angulation point in the aorta indicating that patient anatomy might have contributed to the incident. In the instructions for use the following is stated: potential device or procedure-related adverse events. Adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: aneurysm rupture and death. Endoprosthesis or delivery system: component migration;

Event description:
It was reported that on (B)(6) 2012, the patient underwent an endovascular emergency procedure for an acutely symptomatic abdominal aortic aneurysm treated with gore® excluder® aaa endoprostheses. On (B)(6) 2017, the gore aortic main body migrated distally. A medtronic cuff with endoanchors was placed to re-achieve a seal. (Reported with gore reference number (B)(4)). On (B)(6) 2023, the patient presented with a contained aneurysm rupture. The gore aortic main body had partially dislocated from the medtronic cuff resulting in a significant type iiia endoleak. Reportedly the medtronic cuff has not moved due to the endoanchors. During an endovascular reintervention two gore® excluder® aaa endoprostheses (pla360400 devices) were successfully implanted to bridge the gap between gore aortic main body and medtronic cuff and re-achieve a seal. Reportedly final imaging showed no endoleaks and good blood flow.

Manufacturer narrative:
A1: the patient identifier remains unknown, therefore the gore reference number was used. H6-b13 and h3-other: additional information to the event, anatomical conditions, device information, and dicom imaging series for evaluation have been requested from the physician. The answers are captured in sections b and d. A unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. The device remains implanted in the patient. Therefore a device evaluation could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.